Event description:
The pt services rep (psr) assisting a (B)(6) male pt contacted zoll lifecor customer support to report that she was unable to do the pt's baseline. The monitor was displaying red "x's" for all but the front electrode pad. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) is currently underway. The reported problem (unable to baseline) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective electrode belt.